Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2022 due to an alleged infection. The patient's index surgery occured on (B)(6) 2021 where the patient was implanted with the following implants: eleos proximal tibia, eleos resurfacing femur axial pin, eleos poly spacer, eleos tibial hinge, eleos segmental stem, eleos stem extension, and eleos resurfacing femur. During the revision procedure, the eleos proximal tibia, eleos resurfacing femur axial pin, eleos poly spacer, and eleos tibial hinge were removed and replaced. This event will be reportable to the FDA as a serious injury, as the patient underwent a revision procedure. All the devices implanted at the time of infection will be reported. This report captures the eleos stem extension.

Manufacturer narrative:
It was reported that a patient developed an alleged infection and underwent a revision surgery on (B)(6) 2022. During the revision surgery, the surgeon revised the following implants: proximal tibia, resurfacing femur axial pin, tibial poly spacer, and tibial hinge component. The following eleos implants remain implanted from the patient's original surgery on (B)(6) 2021: cemented straight segmental stem, stem extension, and resurfacing femur. A review of the work orders and sterilization batch release records for the products involved found no indication that the alleged infection was a result of a manufacturing or sterilization nonconformance. The root cause identified for this complaint is an alleged infection, which required surgical intervention. The root cause of the patient's alleged infection could not be determined. The following mdrs have been submitted for this event: 3013450937-2022-00339, 3013450937-2022-00340, 3013450937-2022-00341, 3013450937-2022-00342, 3013450937-2022-00343, 3013450937-2022-00344, 3013450937-2022-00345.